Event description:
The crew reported the unit did not give a verbal prompt that it analyzed. According to the AED manager. The unit did analyze while the crew was doing compressions. After 4 min, the unit did provide an audible prompt to analyzed followed by " shock advised". The button was pressed but the unit dumped the charge with no warning.